Manufacturer narrative:
Nuvasive was notified of this event via user facility report #(B)(4). The device was not made available for evaluation. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during a procedure to remove hardware from the patient's femur, the tip of the nail broke.